Event description:
It was reported to technical services on (B)(6) 2010 that this ra lead had noise. Caller will discuss with physician. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)